Manufacturer narrative:
The investigation determined that lower than expected vitros k+ quality control results were obtained using vitros k+ slides on a vitros 350 chemistry system when compared to the results obtained on a vitros 5600 integrated system. The root cause of this event is user error. The customer inadvertently entered the incorrect calibrator kit lot number when performing a vitros k+ calibration, which resulted in lower than expected qc and patient results. An ortho field engineer went to the customer site and discovered the error. The ortho field engineer performed a new calibration, ensuring that the correct calibrator kit lot was selected, and the customers qc and patient results were within expectation. The customer stated that they do not run their vitros k+ qc daily, however there is no evidence to suggest a malfunction of the vitros 350 chemistry system, the vitros k+ reagent, or the vitros calibrator kit itself. Once the correct calibrator kit lot was selected for the calibrations, the vitros k+ results were within expectation. Email address for contact office above is (B)(6).

Event description:
The investigation determined that lower than expected vitros potassium (k+) quality control results were obtained using vitros k+ slides on a vitros 350 chemistry system when compared to the results obtained on a vitros 5600 integrated system. Biorad level 2 lot 92901 result of 4.7 mmol/l versus the expected result of 6.66 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer stated that they do not use the vitros 350 chemistry system to run vitros k+ patient samples for reporting, and only use this analyzer to perform patient correlations with their vitros 5600 integrated system. Therefore, no patient samples were run using vitros k+ lot 4102-0961-5827 on the vitros 350 chemistry system while quality control results were outside of expected ranges. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).